Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was that evidently, this second device was not put in correctly because it was sticking straight out instead of flat. Exact date unknown but maybe around the (B)(6) 2025. This device was implanted incorrectly. Instead of sitting flat against the skin, it was sticking out, as if the device was implanted vertically. Patient did not like this and the device was explanted a week after the implant. The serial number and device status are unknown. (B)(4).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.